Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 5fr t/l powerpicc catheter. Usage residues were observed throughout the sample. A longitudinally aligned split was observed extending from the molded joint to the 0cm depth marking. Buckling was observed at the split site. The catheter tubing had been pinched, and the split occurred along the ridge created from the pinch. Microscopic inspection of the split revealed a granular fracture surface. The fracture features were sharply defined. Material deformation and discoloration were observed in the vicinity of the split. The deformation and pinching features were consistent with those are replicated by bd when applying securacath® catheter stabilization devices within the taper region of bd powerpicc catheter products. The fracture features and catheter compression were consistent with damage caused by use of a non-bd catheter securement device applied within the thicker taper region of the catheter shaft. Bd recommends the use of statlock catheter stabilization devices.

Event description:
It was reported that the PICC line fractured just above the insertion point, no patient injury reported. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0441 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC line fractured just above the insertion point, no patient injury reported. No other information was provided.